Manufacturer narrative:
(B)(4).

Event description:
Register nurse contacted dexcom on (B)(6) 2015,on behalf of trial patient to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.